Event description:
This is filed to report clip opening while locked and clip movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xt clip achieved a good grasp at a2/p2 position with both anterior and posterior leaflet well inserted with good mr reduction. Post deployment, the clip opened to 60 degrees. An additional xt clip was attempted to be placed next to the first implanted clip to stabilize it and further reduce the mr. After grasping the leaflets the first implanted clip tilted laterally about 45 degrees. The implanted clip still had well inserted leaflets and was stable. The decision was made to remove the second clip from the patient and abort the procedure. The procedure ended with an mr grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported partial clip movement (clip tilted laterally about 45 degrees) appears to be a cascading effect of the clip open while locked. The unexpected medical intervention was a result of case-specific circumstance. Cine review: this event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image was provided which shows the first implanted clip (reported device) and the second cds in active use. The clip arm angle of the first clip (reported device) appears to be ~60°. While this is an estimation based on visual assessment with the naked eye and cannot be confirmed, it is apparent the first implanted clip is opened to a larger degree than the fully closed position (~10°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).